Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-dec-2011, UDI#: (B)(4) ; product ID: 8781, serial/lot #: (B)(4), ubd: 04-feb-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 16 mg/ml for a total dose of 6.603 mg/day, compounded clonidine 600 mcg/ml for a total dose of 247.63 mcg/day, and compounded bupivacaine 30 mg/ml for a total dose of 12.382 mg/day via an implantable pump for malignant pain. It was reported on (B)(6) 2016 the hospital notes (hospitalization unrelated) indicated the patient's chronic pain was worsening in the right lower extremity secondary to a spinal inflammatory mass. It was noted that no surgery had been recommended despite concerns for cord tethering. No action was taken. The outcome of the event was unresolved with no further action planned. The clinical diagnosis was suspected catheter tip inflammatory mass. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (morphine, clonidine, and bupivacaine) was related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2016. No further complications were reported/anticipated.